Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. A total of 10 retained samples were investigated, and no molding defects or sub-assembly issues were identified. All syringes were tested with water and functioned as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: insufficient blood flow. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd preset¿, the blood flow during collection was slow and it was not easy to adjust the needle. The blood collector was replaced, and the blood was recollected. No adverse impact was reported regarding the patient or user.